Event description:
The rptr stated that rptr did back to back blood glucose testing, within minutes. Rptr's results were 169, 133, 200 and 209 mg/dl. Rptr did not have any symptoms. On follow up, the rptr stated that rptr is on coumadin, and does not recall if rptr used separate finger sticks. Rptr has been putting multiple drops onto strip. No harm was alleged.